Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the side of a minicap was cracked which caused iodine to leak out. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and it was found that at the top of the unit there was a vertical crack which looked "orange" in color. The reported condition was verified. The cause of the crack was determined to be manufacturing related to the molding of the component. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.